Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and unexpected error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, and minor scratches on display window.

Event description:
The customer reported via phone call of high blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 537 mg/dl. The customer had symptoms such as dehydration. The customer had diabetes insipidus and passed out. The customer stated that she had the pump in her hand and it fell on the floor. The customer stated that there is a crack on the reservoir and the o-ring is loose. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.